Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There were no button error alarms. The unit had a cracked case at the reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer's husband called in to report a button error alarm. The customer's blood glucose level was 200 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.